Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon noticed that the tips of the fenestrated bipolar forceps instrument were misaligned, and upon applying gripping pressure, the instrument broke, leading to the belief that the instrument was defective. The instrument was inspected prior to use and showed no damage or anything out of the ordinary. The instrument had been in use for more than 30 minutes before the issue occurred. No collision with other instruments or hard materials took place. Upon final removal, the wrist was straightened, and no resistance was felt through the cannula, which remained undamaged. All fragments were immediately retrieved as they fell in a visible area, requiring no additional surgical procedures for removal. No post-operative tests were deemed necessary to check for remaining fragments. The procedure was completed robotically, and no post-surgical complications related to a foreign object have been reported. The instrument is available for return to intuitive surgical, inc. (Isi) for evaluation, though the fragment cannot be returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. The broken pieces were not returned, measuring roughly 0.3140¿ x 0.1675¿ in sizes. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage.

Event description:
Refer to h11 for follow-up information.